Event description:
It is reported that the pt was revised due to fracture of the post on the articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.